Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, cracked display window, cracked reservoir tube and cracked case near display window corners noted during visual inspection. Unable to prime during prime alarm test due to faulty force sensor resistor. Pump passed displacement and basic occlusion tests. No motor error alarms noted. Motor tested ok. Unable to confirm excessive no delivery alarms due to prime anomaly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 190 mg/dl. Troubleshooting was performed. The device was returned for analysis.